Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Hypotension/anemia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support received one unit of blood due to drop in hemoglobin which was less than 8. Additionally, the patient was also having orthostatic hypotension when standing up but quickly recovered. Nurse stated that the patient was on multiple anti-hypertension medications and adjustments were being made to the regiment. The patient continued with impella support until heart transplantation.